Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the left bundle branch area pacing (lbbap) lead exhibited loss of ventricular capture. Chest x-ray confirmed that the lbbap lead was dislodged. The lbbap lead was explanted and replaced. The patient was in stable condition.